Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model pronto m94, serial number/date code is unknown. The owner's manual part number 1122145, was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a male. However, age, height and weight are unknown. The consume's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.

Event description:
On (B)(6) - the customer reported that the pronto m94 power wheelchair right wheel was not turning, and it seamed to be locked. There was no injury reported.